Manufacturer narrative:
H3: one picture was attached to the complaint. In the picture there is extension. No discrepancies were detected after visual inspection. According to picture received, the failure mode was not confirmed.

Event description:
It was reported that the device under infused. Per reporter, the patient was connected to the device when the event occurred and received half of the intended drug. The continuous infusion rate was 1.8 ml/hour, total reservoir volume: 85ml and given: 45ml. The air detector was off, upstream sensor was on, and the length of infusion was 46 hours. The pump volume on infusystem device read zero (infusion complete) but the drug was visible in the cassette. The customer was unable to provide the exact lot number involved in the event and three possible lots were provided: 4422426, 4453441, 4415118. There was patient involvement, and no patient harm/adverse event reported.